Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this system experienced pocket erosion and subsequently their entire system was being extracted. No additional adverse patient effects have been reported.